Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (serial #(B)(4)) displayed "tcmid:06" (ce post failure) error message was confirmed during initial functional test and event log review. The investigation findings revealed wires on the heater were not crimped correctly which caused the tcmid:06 error in the ivtm system. No physical damaged on the thermogard xp ivtm system was observed during visual inspection. During event log review, tcmid:06 was observed, thus confirming the reported complaint. Initial functional testing could not be performed due to error message tcmid:06 (ce post failure) displayed upon console power on. To remedy the issue, the wires on the thermogard console's heater were recrimped. The thermogard system was re-evaluated and passed all functional tests without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
As reported, the thermogard xp ivtm system (serial #(B)(4)) displayed "tcm ID:06" (ce post failure) error message. Customer turned off and on the thermogard system but issue persisted. No consequences or impact to patient.